Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient has a problem with their device. The patient stated that they called their healthcare provider (hcp) and was told to contract the manufacturer. The patient stated that their implant is not working and cannot turn their stimulation on. The patient stated that they need to get an unrelated MRI, but in order to do so the device needs to be in MRI mode. The patient noted that they couldn't find a place to do the MRI. The patient said that for 3 years and a month they have not sat down because of their back. The patient stated that their neurologist gave them the run around, and was told to remove their current device and get a new one. The patient stated that they are confused. The patient confirmed that last time they recharged successfully was about 2 months ago. The patient also confirmed that they have not felt stimulation in a while and does not know when they last felt it. The patient later noted that they are able to charge with the recharger. The patient was unsure about when the rep was notified. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they needed an MRI so they could replace the device and leads. The patient repeated information about not being able to sit, and also mentioned they were in a lot of pain and were not able to charge. No further complications were reported.